Event description:
On (B)(6) 2021, neotract was made aware of a patient that underwent a successful prostatic urethral lift (pul) procedure on (B)(6) 2021. After the procedure, it was reported that the patient experienced hematuria and blood clots. On (B)(6) 2021, neotract was made aware that he underwent cauterization for continued bleeding. The patient reports he no longer experiences hematuria, but continues to use intermittent catheters for urinary retention.